Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and a heart wall perforation was suspected. As a result, the patient was hospitalized and a revision procedure was performed. Boston scientific was informed that the patient experienced pericardial effusion, most likely because of the perforation; however, this was never definitely confirmed. The lead was removed and a different pacing system was implanted on this patient. No additional adverse patient effects were reported.